Event description:
The patient was undergoing treatment for an aneurysm and the physician introduced a coil 4002c0830. The physician then decided to remove the coil in order to first place a stent. Prior to reusing the coil, the nurse released the coil into the water bath to rinse. When pulling the coil back into the sheath, it met strong resistance and approximately 8 mm of the coil could not retract back into the sheath. The sterile nurse attempted to retract the coil into the sheath two or three times but the coil always remained stuck in the same place, then the coil "tore" from the pusher assembly. Visually, there was no reason for the sticking that could be identified. The treatment was continued with other coils. The patient was not affected by the incident.

Manufacturer narrative:
Conclusion: this device was sent back by the hospital according to penumbra's instructions for return material authorizations of complaint related devices however, the courier (ups) contacted the manufacturer and explained that the package was lost and could not be retrieved. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device lost by courier (ups).